Manufacturer narrative:
Correction: g3. The alert date was incorrect on the initial report.

Event description:
According to the available information, the patient had a virtue implanted in december 2020 and reportedly developed permanent scrotal pain, de novo urge incontinence and other unspecified neurological/muscular symptoms.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, the article reported clinical study that occurred in france.

Manufacturer narrative:
The complications reported were pain and urinary incontinence. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.